Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'under infusion' which was reproduced during evaluation. The cause was determined to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced an under infusion. There was a longer infusion time due to manual adjustment of volume to be infused (vtbi). The program stopped and the medication was still in the bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.